Event description:
Source: (B)(6). Something felt off on the right side of my right knee. I checked the impedance on my device and it failed. I contacted the nalu rep who told me to stop wearing it until she could see me. She turned that side off. The doctor sent me for a CT scan, which did not reveal a problem, but then he did a fluoroscope which showed the leads had fractured. / UDI: (B)(4). Nalu medical, inc. Stimulator; peripheral nerve, implanted (pain relief).